Event description:
(B)(4): customer reported to service, a physics report from (B)(6) 2012, indicated the fluoro dose exceeds limits of 10 r/min- physicist reports 10.3 r/min.

Manufacturer narrative:
Field service engineer (fse) did not confirm the measurement but felt that the 0.3 r/min was the difference between covidien and physicists test equipment and just lowered the set value of position e17 by one point and retested the new dosage to be 9.5 r/min. Fse completed the operational checkout of the system per service checklist (B)(4) and returned the unit to full service.